Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip (81116u127) was deployed at a2/p2. After deployment, a small cleft was observed on the posterior leaflet. The cleft was unknown prior to the procedure and was first observed after the first clip was deployed. The mr was reduced to 3-4. To further reduce mr, a second clip delivery system (cds 81116u125) was advanced to the mitral valve. After grasping, it was noted that the mr could not be reduced; therefore, the second clip was not implanted and the cds was removed. The patient was stable and no further clips were attempted. No additional information was provided.